Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed, customer response.

Event description:
It was reported that the biomed error on syringe pump with midazolam syringe running had system failure. No patient injury was reported.